Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would have contributed to this complaint condition. Visual evaluation noted a deep dent on top of the device and several scratches along the edges. The tang is dented on the two flat sides. All measurements, including a functional test met specifications.

Event description:
According to the reporter, during a nailing procedure the distal interlocking screw would not line up and missed the nail, the device is slightly bent. Surgeon completed the procedure with no effect to the pt.